Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported device failure to complete its internal self-test and the error message system fault 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device self-test failure was most likely due to contamination of the flow sensor and the system fault 218 error message was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failures could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.